Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing noise on a competitor right atrial (ra) lead channel. No pacing inhibition was noted but the patient experienced ventricular pacing at the maximum tracking rate and a mode switch occurred. The ra sensitivity was reprogrammed and the patient will continue to be monitored. No additional adverse patient effects were reported.